Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for the finished device number 6977368, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an (B)(6) caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 425cc saline prosthesis and experienced right sided deflation post procedure. The deflation was diagnosed by a physician. As result, the device was replaced with a mentor smooth round moderate profile 475cc saline prosthesis. The deflation was confirmed during the replacement surgery, and the presence of a pinhole in the prosthesis was noted. There were no procedural complications. The patient has fully recovered.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that an 18-year-old caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 425cc saline prosthesis and experienced right sided deflation post procedure. Upon receipt by mentor the device contained no fluid. White material was observed within the device. During visual evaluation the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed a rent measuring approximately 0.1 cm on the anterior aspect. Microscopic examination revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint of deflation was confirmed. At this time is not possible to determine the origin of the white material observed. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).